Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for an angioplasty procedure, the wire could not be inserted into the tool. The unspecified guide wire could not be inserted through the advantage insertion tool. The procedure was completed with another of the same. There was no patient complications reported.